Event description:
It was reported to philips that the system gave an alert indicating disk space was low, preventing cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned treatment which was completed as planned by deleting the old patient files on the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating disk space was low, which was preventing the x-ray procedure. Upon functional testing, the fse found that several patient studies were stuck in a "closing" status causing the reported error. To resolve the issue, the customer verified that those studies were archived in pacs and deleted them, which freed up disk space and cleared the error. The fse guided the customer to check the disk space frequently to avoid such errors. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.